Event description:
The was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced multiple infections, inflammation, internal and external scarring and erosion. No other info is available.